Event description:
It was reported that the subject device malfunctioned and noticed there was no image. The issue happened during preparation prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations was confirmed. In addition, new finding of the main unit¿s image capturing function failure was discovered. Based on the results of the investigation and information obtained from this complaint, the most probable cause was due to the main unit¿s image capturing malfunctioned, resulting in the inability to communicate normally and the occurrence of no image. The most probable cause could not be identified for the newly confirmed finding. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.